Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Disengagement of the epiphysis from the diaphysis. Unscrewed components and revision needed.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.